Manufacturer narrative:
Additional information: approximately one month after the event onset, the patient was recovered. In the following month, pd catheter was removed, pd therapy was discontinued and the patient was switched to hemodialysis. Hospitalization was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with unspecified treatment (doses, routes and frequencies not reported) for the event. At the time of this report, the patient was recovering from the event. No additional information is available as the reporter declined follow up.